Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model 507652 implantable pacing lead - implanted (B)(6) 2013 ; model 694465 implantable tachy lead - implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the lead was unable to convert ventricular fibrillation (vf) with 35 joules with right ventricular (rv) and superior vena cava (svc) coil vectors in numerous configurations. The lead remains in use and an additional lead was added in the azygous vein. No patient complications have been reported as a result of this event.